Manufacturer narrative:
(B)(4). At what firing did the device fire the malformed clip?---second. What vessel or structure was the device fired on at the time of the event? ---the device was not fired on the patient's tissue. Was the clip fully advanced into the jaws prior to firing? ---no. Was there any torquing or twisting of the device present at the time of firing? ---no information. Were any unexpected noises heard? ---no. Did anything unexpected happen prior to this incident? ---no. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fired at the 1st firing. When the device was fired outside the patient, the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the firing force had been higher than expected.